Event description:
The patient had the femoral bone fracture due to a fall. The patient needed to revise the insert to treat with the nail. The surgeon decided it is not the product failure. The products were disposed after the surgery, so it cannot be returned. No more information is available.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it has been communicated via email that no relevant supporting clinical information will be provided, and the patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.